Event description:
The home patient (hp) reported that he did not prime the patient line and was connected. The technical service representative (tsr) instructed the hp to recycle the machine and end the therapy. The hp confirmed to start over using new supplies (to avoid infusion of air). No injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). No further information is available. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering/quality review has been performed and this event was not confirmed due to a lack of a sample. However, based on the information obtained during baxter's investigation the cause of this incident was use error. The lot number is unknown; therefore, a batch review was not performed. Use errors and proper user instructions are addressed in the at-home user guide. The guide instructs patients to properly prime the set and to confirm the fluid level is at or near the connector at the end of the disposable set patient line before connecting. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.